Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, an infrarenal aortic extension, and a suprarenal aortic extension on (B)(6) 2012. On (B)(6) 2015 the patient had an additional infrarenal aortic extension implanted to seal a type 3a endoleak. On (B)(6) 2016, computed tomography (CT) showed a potential type 3b or type 1a endoleak. The physician relined with an additional bifurcated device and an infrarenal aortic extension on (B)(6) 2016 to seal the endoleak. The patient was stable post procedure.